Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, lot# va1uejq, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1uejq, ubd: 18-jun-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had sudden cerebral vasogenic edema. The rep. Later reported, which was confirmed with the healthcare provider (hcp), the cause of the cerebral edema was due to the deep brain stimulator (dbs) lead placement. The troubleshooting done regarding the issue was an MRI, observation, and rehabilitation. It was unknown if the cerebral edema was resolved. No further complications were anticipated.